Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was over 600 mg/dl. The customer treated high blood glucose with insulin drip. The customer did not provide information about symptoms. The insulin pump will not be returned for analysis.